Event description:
It was reported to medtronic minimed that the customer experienced differences between sensor glucose and blood glucose levels and the insulin delivery was suspended due to the difference in the glucose values, received change sensor alert and sensor updating alert. The customer reported no adverse event. The event involved product(s) mmt-1884 and mmt-5120a. Troubleshooting was performed for difference between glucose values. The customer blood glucose was 184 mg/dl and sensor glucose value was 50 mg/dl at the time of incident. The difference between sensor glucose and blood glucose values was 134 mg/dl and it was beyond acceptable limit. Explained sensor may have no longer been responding to glucose changes and explained possible causes. Troubleshooting was performed for sensor alerts and indicated that the non-serialized product being replaced. No harm requiring medical intervention was reported. No product return is required for mmt-1884. The customer will discontinue the use of the simplera sensor. Mmt-5120a was requested and customer response was the device will be returned.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.